Event description:
The patient was enrolled in the champion-af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that pericardial effusion (pe) occurred. Approximately 1 month after enrollment, a left atrial appendage (laa) procedure was being performed. Prior to the procedure aspirin (81mg) and rivaroxaban (20 mg) was administered. The patient underwent successful placement of a 27 mm watchman flx device with complete laa seal and deployed device diameter of 22.0 mm. Two days later the patient was discharged. One hundred and twenty-four days post-implant procedure, the patient presented for the required 4-month laa-imaging. Transesophageal echocardiogram revealed left ventricular ejection fraction of 64% and complete laa seal with a pe measuring 5mm. At this time the patient was on aspirin (81mg). No action was taken in response to this event.